Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged. The physician decided to surgically abandon the lead and switch to a single chamber device as the patient had been programmed for quite some time to pace and sense in the ventricle and the response to sensing was programmed to inhibit pacing (vvi). No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.